Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the patient implanted with this right atrial (ra) lead developed an infection. The patient presented to the hospital with blood leaking from the wound. Subsequently, this lead, the related pacemaker and right ventricular were explanted. The patient has been scheduled for a replacement procedure to be performed at a later date. No additional adverse patient effects were reported. This device was disposed at the hospital.